Event description:
It was reported that the ilet became nonfunctional after exposure to water, would not power on or charge, and could not be restarted through the app, consistent with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with moisture ingress, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.